Manufacturer narrative:
Blockd4 and h4: the complainant could not report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported that after the placement procedure the patient started experiencing peri rectal pain, therefore antibiotics were given. Later on, computed tomography (CT) imaging the hydrogel seemed to be in the venous plexus, surrounding the prostate. The hydrogel does not seem to be in the urethra. At the time of this report the patient's pain haven't improve.